Manufacturer narrative:
Pursuit vascular has completed an investigation and performed extensive testing on product from clearguard hd antimicrobial barrier cap lot 4949. The caps were found to meet the iso 80369-7:2016 standard specifications for a male luer. Pursuit vascular was unable to replicate any issue with clearguard hd antimicrobial barrier caps from lot 4949.

Event description:
A manager at a fresenius facility in (B)(6) reported multiple events in which a catheter was found without the clearguard hd cap on unknown catheter hubs. The manager reported that there were no adverse events or patient harm associated with these incidents.